Event description:
A customer contacted physio-control to report that their device displayed a white screen during testing. A white display can be indicative of a device lockup condition. As a result, defibrillation therapy may not be available, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer was provided with a replacement device. The removed device was further evaluated by physio-control product analysis center (pac). It was determined that the cause of the reported issue was due to a shorted capacitor, c181, on the user interface pcb assembly, which resulted in the device to display a white screen.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device displayed a white screen during testing. A white display can be indicative of a device lockup condition. As a result, defibrillation therapy may not be available, if it was needed. There was no patient use associated with the reported event.